Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, the plasmablade remained active when the button was not pressed. There was no injury to the user or patient.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information and follow-up for additional information is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, the plasmablade remained active when the button was not pressed. There was no injury to the user or patient.